Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump reservoir cap had a chunk of plastic missing. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had sometimes unexplained no delivery alarms and scratches on the display customer forced to turn it certain ways to see and rainbow effect on the screen. The insulin pump will not be returned for analysis.